Event description:
It was reported that the patient was to undergo a catheter revision on (B)(6). The patient had presented with periodic episodes of increased clonus and sedation. On (B)(6), a catheter access port (cap) contrast study found "pooling" between the 4th and 5th thoracic vertebrae, just inferior to the terminal aspect of the catheter. That same day, a CT scan without contrast found a pseudocyst between the 4th and 6th thoracic vertebrae, just caudal to the catheter tip. The drug used in this system was lioresal. Eleven days later, it was reported that the revision had taken place and the catheter was spliced. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
It was later reported that the patient had developed a small arachnoid pseudocyst at the tip of the catheter, per imaging.

Event description:
Additional information: it was later reported that the patient had a positive throat culture for strep on (B)(6) 2013. Started on amoxicillin on (B)(6) 2013 for 10 days, dose and route not reported. On (B)(6) 2013, the incision was "oversutured." On (B)(6) 2013, surgical observation diagnosed small wound seroma and fat necrosis, wound culture positive for pseudomonas and (B)(6). Medication adjustment was "keflex 48 hours," no route or dose was reported. On (B)(6) 2013, symptom noted was redness over lateral flank, superficial to pump tubing. On (B)(6) 2013, a medication adjustment was made to "IV cefepime and vancomycin," no dose was reported. The entire device system was explanted (B)(6) 2013, to be returned to manufacturer.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID, 8590-1 lot# n233817 implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was later reported that the infection occurred along the catheter tract. The patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).